Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No button error alarms were noted. However, the pump was received with moisture damage on keypad traces during visual inspection. No moisture damage was noted on electronic during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer stated that she drank juice and ate dinner and gave herself a bolus when the pump alarmed button error. The customer stated that she was by the pool when water splashed over the pump. The customer stated that she tried to clear the alarm by taking the battery out of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.